Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected power loss due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The electronic assembly was inspected and no obvious signs of heat damage or burnt components. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.